Event description:
On 07/08/1998 a pt underwent a diagnostic procedure, and an angio-seal device was placed in her right groin without complications. On 07/16/1998 the pt underwent a percutaneous translumnial coronary angioplasty procedure; again an angio-seal device was placed in the right groin. Hemostasis was not achieved with the device, & manual pressure and a femostop were applied. While in the holding area the pt was given a reopro bolus and drip due to chest pain; shorly afterward a small hematoma of the right groin was noted. The pt was discharged home on 07/18/1998. On 07/26/1998 the pt was readmitted for recurrent chest pain and numbness in her right lower extremity; an ultrasound was performed which identified high grade stenosis in the right lower extremity, on 07/28/1998 the pt underwent an abdominal aortogram which revealed two focal filling defects in the right common femoral artery. The pt was taken to surgery where a thrombectomy and removal of two foreign bodies were performed. One device was found in the external iliac artery and an endarterectomy was performed. The second device was found at the bifurcation of the external iliac artery and the superficial profunda. The pt tolerated the procedure well and was discharged home sometime later in stable condition. As of 09/30/1998 there has been no further report to the MFR.